Event description:
A caller reported experiencing a cartridge alarm 20 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite the assistance provided by technical support in loading a new cartridge, the alarm recurred, and the customer could not resume insulin therapy. As a resolution, technical support decided to replace the pump. The replacement would be equipped with updated software, and instructions were given to the caller on how to return the malfunctioning pump. The customer planned to use a backup insulin pump while waiting for the replacement to ensure insulin delivery continued without interruption.